Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the safety disk leak test. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the drive manifold, safety disk, pressure transducer, assy helium reservior to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service. The defective components were received for further investigation. The nrc could not verify the failure of the pim membrane leak test failing. The drive manifold passed testing. The nrc could not verify the failure of the pim membrane test failing. The safety disk passed testing. The nrc could not verify the failure of the pim failing the membrane leak test. The helium reservoir passed testing. The national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure number. The nrc could not verify the failure of the pim membrane test failing. The safety disk passed testing. The national repair center installed the assy, helium reservior into the cardiosave test fixture serial number (B)(6) and tested the helium reservoir to factory specifications. The nrc could not verify the failure of the pim failing the membrane leak test. The helium reservoir passed testing. Retaining all the parts in the nrc per procedure. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the safety disk leak test. There was no patient involvement.

Manufacturer narrative:
Corrected information: section b5, d5. Additional information: section e2, e3, g4, g7, g8, h10, h11.